Manufacturer narrative:
D1 (brand name), d4 (catalog & serial) has been updated. D10 (concomitant) has been added. Ppae ( hypotension/tachycardia/cardiogenic shock): the root cause of the injury was not determined due to insufficient clinical details.

Event description:
A 66-year-old presented with chest pain, shortness of breath, atrial fibrillation with rvr, and acute EKG changes. Angiography showed severe distal lm and rca disease with preserved ef. The patient underwent CABG but became profoundly hypotensive after induction. After multivessel bypass, the team had difficulty weaning from cpb, with recurrent vt requiring shocks and cardiac massage. An iabp was placed without improvement. Attempted cp placement was unsuccessful, so an impella 5.5 was implanted via an innominate graft under tee and c arm guidance. Despite initial >4 l flows, the patient developed severe rv failure with rapid decline in impella output and hemodynamics. Central ECMO was initiated with the impella for venting. The patient experienced recurrent vf/vt/torsades and progressive deterioration despite maximal support. The family ultimately elected to withdraw care. Ongoing cs with impella 5.5 requiring va ECMO. Ongoing fatal arrhythmias most likely due to clinical morbidity and not pump related.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.